Manufacturer narrative:
(B)(4). Additional information requested and received: what structure was each of these devices used on; where there difficulties with both devices: pulmonary veins. What does the surgeon feel was the cause of the bleeding: surgeon blamed the lot number defect. How was the bleeding addressed: convert to open.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m53a3k. Additional information requested and received: what was the surgical procedure? Lung resection. What was meant by dragging tone? Firing was not smooth, knife advancement slower. Was tissue movement noted when device was fired? Yes. Were clips used in the surgical procedure? No. At the time the issue was noticed, was the device being fired over an existing staple line? Yes. What is the surgical staffs routine for cleaning the device between firings? Everytime, they will clean after firing and before loading new reloads. Were any issues noted with staple formation? Yes, open leg staple formation, non b shape. What is the current patient status? Discharge. Additional information requested but unavailable: what structure was each of these devices used on? Where there difficulties with both devices? What does the surgeon feel was the cause of the bleeding? How was the bleeding addressed? The analysis found that the ple60a device was received in good visual condition and with no cartridge reload present. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, the stapler migration occurs when stapled on "pv". Surgeon notice dragging tone when the knife advance. Case convert to open as major bleeding.